Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer while receiving a threshold suspend, the night before the event was reported, there was a significant sensor glucose and blood glucose value difference. Her sensor glucose value was 75 mg/dl and her blood glucose level was 190 mg/dl thirty minutes after she checked her sensor glucose value. The product is being returned. Nothing further to report.